Event description:
It was reported that the patient experienced a new area of pain which was attributed to the placement of the implantable neurostimulator (ins) leads. It was also reported that the entire ins system was explanted on (B)(6) 2010, but the manufacturer's device registry did not indicate this. The patient recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2010; product typ lead product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2010; product typ lead product ID 37743 serial# (B)(4); product typ programmer, patient. (B)(4).